Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse reported the reagent management card appeared to have melted in the middle by the gold ic chip and suspects it had been incorrectly inserted into the reader. The fse properly installed a new reagent management card. As a precaution, the fse also replaced the card reader. The fse found no further issues. (B)(4).

Event description:
Prior to startup on a coulter act diff 12 analyzer, the customer reported the instrument operator installed a new reagent management card and the display went blank. The card was removed from the card reader and appeared burned; a burned scent was observed from the reader. There was no fire or smoke generated; a fire extinguisher was not used and the fire department was not called. There were no erroneous results generated in connection with this event; there was no death, injury, or change to patient treatment due to this event. The operator was wearing gloves; there were no reports of exposure.